Manufacturer narrative:
Bayer product analysis received and examined one returned low pressure connector tubing (lpct). Visual examination confirmed the presence of a particle within the tube set. The particle was identified as degraded resin from the tubing extrusion process and was partially connected to the inside wall of the tubing. Our investigation determined that the particle noted in the lpct was introduced during the manufacturing process. A 12 month review of complaint history determined the complaint rate to be (B)(4) complaints per million (cpm).

Event description:
The site reported the following: a stellant disposable set has visible foreign material in the tubing. This is a sss-cpt-spk syringe kit. The kit was removed from the area and was not used for a patient.